Event description:
It was reported that there was far r-wave oversensing resulting in inappropriate automatic mode switch on a patient's implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences before, during, and after.